Manufacturer narrative:
Date of event: (B)(6). Date of report: 28aug2019. The average o2 slpm on the pneumatics screen read out of tolerance low while the reading on the analyzer was in tolerance. Technical services advised that there was a problem with the o2 supply, possibly a regulator that did not provide enough o2 supply to flow 140 and that it was supplemented by air (blower) to provide the reading of 143 on the analyzer. No parts returned to failure investigation; therefore, the root cause of the reported issue could not be determined. MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The customer reported that during pvt testing of the o2 flow, the average o2 slpm read 112 with a setting of 140 slpm. There was no patient involvement.